Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Several weeks post-operatively, the patient developed left inguinal pain. The patient was treated for a urinary tract infection for two weeks. The left sided pain resolved and then the patient developed right inguinal pain. An evaluation found a negative CT scan and normal white count. The patient was started on intravenous antibiotics but urine culture ultimately was negative. The pain disappeared and the patient is now fine.

Manufacturer narrative:
(B) (4)- pain occurred: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.